Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported during use right atrial (ra) lead polarity switch due to suspected insulation failure, and lead exhibited noise. The right ventricular (rv) lead exhibited oversensing, low impedance, and suspected insulation failure. Diagnostic testing/troubleshooting performed. The ra lead and rv lead remains in use. No further patient complications have been reported as a result of this event.